Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at an unknown dose via an implanted pump for an unknown indication. The event/difficulty occurred on (B)(6) 2019 during normal use. A partial explant occurred on (B)(6) 2019 as the patient had an infection so the doctor externalized the pump to wean the patient down. The hospital was in possession of the pump and it would be returned. The pump would not be replaced in the future. The patient had an infection at the pump site and environmental/external/patient factors that may have led or contributed to the issue was noted as ¿not applicable.¿ diagnostics/troubleshooting performed was also listed as ¿not applicable.¿ the issue was resolved at the time of this report and patient¿s status was ¿alive- no injury.¿ the patient¿s catheter remained "in service". Other medications the patient was taking at the time of the event were ¿unable to maintain, not available.¿ the patient¿s weight and medical history were asked but unknown.